Event description:
According to the surgeon's report, bioglue surgial adhesive was used during a microvascular decompression (mvd) procedure (not an indicated use in the united states) to treat the condition described as trigeminal neuralgia. The technique involves opening the cranium and dura using the posterior approach. Once the area of the trigeminal nerve is isolated, the vessel that is exerting pressure on the root is transposed. The traditional procedure is to suture to the teflon sling to the dural tent (also known as the dura of the tentorium) in this case, bioglue was used to secure the teflon to the dural tent. Bioglue was also used as an adjunct in order to seal the dura of the surgical wound. According to event details, the pt suffered severe headaches following the surgical procedure. It is also noted within the report that the product may have dripped onto the trigeminal nerve resulting in an immediate bradycardia. Additonally, the pt underwent reoperation due to a wound infection. The wound was debrided and bioglue was removed from the external dura. Tissue culture results indicated a positive result for staphylococcus (species unk). As of 2004 the pt appears to be stable with no further complications reported to date.